Manufacturer narrative:
After the event, an arjo field service engineer conducted the device¿s inspection. The reported issue was confirmed. The cover of the ceiling lift was reattached as there was no issue with the cover observed. The repair and testing took place with presence of staff nurse. The ceiling lift was serviced by arjo. The last service was performed on (B)(6) 2023. It includes a visual inspection, full function and load test. No issue with the bottom cover was observed at that time. Considering all information gathered, the cause of the detachment maxi sky 2 cover could not be determined. To sum up, while the event occurred, there was no indication of patient involvement. No injury was reported. The cover of the device detached and from that perspective the device did not meet its performance specification. The complaint was assessed as reportable due to ceiling lift cover detachment.

Event description:
Following information provided, the bottom cover of the maxi sky 2 ceiling lift detached. There was no indication regarding patient involvement. No injury was claimed.